Event description:
Device 1 of 2. Ref MFR report: 1627487-2014-15530. The pt has 2 leads (from the same lot) implanted as part of his scs system. It was reported the pt experiences persistent pain at the ipg site and had lost stimulation. The pt indicated he may have bumped his ipg site. The sjm rep met with the pt and diagnostics revealed invalid impedance readings on multiple lead contacts. Reprogramming was able to provide effective coverage. Surgical intervention may be taken at a later date.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.